Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05-sep-2018 with the following findings: a review of the black box showed no activity outside of normal use. The ez-prime steps were performed successfully. The pump alarmed with a call service 006 eeprom failure alarm. The reported call service alarm was duplicated. The pump cover was removed to find no intermittent conditions to the printed circuit board. An eeprom failure was concluded. Unrelated to the original complaint, the battery compartment was cracked at the threads. The battery cap was undamaged and able to fit.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was alleged a call service 006 alarm occurred. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.